Event description:
It was reported by service report that the caster horn was bent against the wheel causing the wheel to no longer roll. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly; wheel assembly.